Event description:
The customer reported that they were having problems with the pt support vertical drive: the table will intermittently stop its motion. There was no report of harm to a pt or operator. The philips field service engineer (fse) has reviewed the log files and confirmed that a button was stuck on the left gantry control panel.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).